Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per pump user guide: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 60 seconds. H3 other text : device not returned

Event description:
It was reported that an auto-off alarm occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level. Customer confirmed that there had been no interaction with the pump for an extended period. The customer reverted to manual injections for insulin therapy.